Event description:
The customer called to report bent cannulas without getting no delivery alarm. The customer then stated that the paramedics were called to her home due to low blood glucose levels. Prior to the event, the customer had given herself a manual injection after changing her infusion set and noticing that the cannula was bent. The customer stated that her blood glucose was approx 49 mg/dl. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.